Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and treatment were unknown. On the same day as the event onset, the patient was hospitalized for the event. It was reported that pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis seven days after the event onset. The patient was discharged from the hospital eight days after event onset. At the time of this report, the patient has recovered from the event. No additional information is available.